Manufacturer narrative:
The explanted lens was returned inside a non-company lens case. Viscoelastic was dried on the lens. The optic was scratched near the center. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined. The explanted lens was returned and evaluated. The optic was scratched. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided on the returned questionnaire that indicated the surgeon does not feel the iol caused or contributed to the event. The surgeon did not provide a root cause; however, the multifocal 22.0 diopter lens was removed and replaced with a non-company, monofocal lens model one half diopter higher in power. The information that a multifocal lens was replaced with a monofocal lens may suggest that the replacement lens model was a better selection for the patient's vision needs or preferences. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing manager reported that following an intraocular lens (iol) implant procedure, the patient had displeased with vision day and night, experiences jiggling of lens while reading. The iol was exchanged for another lens approximately 6 months following the initial implant procedure. The clinical reason given for the explant was ¿dysphotopsia¿. Additional information was requested.